Manufacturer narrative:
Na it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The landing zone measurements were 0- 14, 45- 13, 90- 14, 135- 15. The fluid was given before the procedure. The amulet was implanted after satisfying close criteria and the device compression was in a flat tire shape. Post procedural greater than 48 hours, x-ray showed the amulet device was embolized into left common femoral. On (B)(6) 2025, the amulet got explanted via percutaneous retrieval. The patient was reported stable.

Manufacturer narrative:
An event of device migrated into the left common femoral post implant was reported. Close criteria was satisfied. Field indicated that there was no difficulty implanting the device, such as multiple recaptures/repositioning. Abbott requested for operative notes, implanting procedural imaging of the procedure, but this was not provided by the site. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention of removing the device was a result of case-specific circumstances as the device was scheduled to be snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a